Event description:
It was reported that an initial left total hip arthroplasty was performed on the patient. Subsequently, the patient was later revised due to metal related pathology from a loose acetabular component in a metal on metal construct. During the revision, an adverse local tissue reaction, metallosis, and trunnion corrosion were noted. The stem remained intact, and all other components were revised. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat #; 0100214148 lot #: 2354098 durom us acet cmpnt 48/42 h, cat #: 0100181420 lot #: 2362402 metasulâ® ldhâ®, head, 42, code h, taper 18/20, cat #: 0100185146 lot # :2385715 metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, cat #: 00419900132 lot #: 60698296 acetabular restrictor. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4;g3;h2;h3;h4;h6 . H6: component code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: an initial left ta was performed (B)(6) 2007, with complications noted to the acetabulum. A revision was performed on (B)(6) 2020 due to metal related pathology. The cup was found to be loose in the acetabulum. Corrosion was noted on the head and trunnion of the stem. A new zb liner, shell, and head were placed with no complications. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were also reviewed for compatibility and no issues were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.